Manufacturer narrative:
Customer reported that device had primary audible alarm issues. Tamper seal on bottom case and plunger assembly was broken, cracked on bottom case and missing barrel clamp head. Performed power up process,unable to duplicate the primary audible alarm post error at power up. Unable to determine who caused the problem, the j9 connector is fully seated and properly glued (3 surfaces both side.). Replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm post. A corrective and preventative action has been opened to address the reported issue.